Event description:
It was reported that the insulin gauge was inaccurate and static on multiple occasions. Customer would continue using the existing cartridge until it was empty each time. There was no adverse impact to the customer's blood glucose level.